Event description:
Subsequent to the initial MDR, a additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint states that inaccurate readings were reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid.